Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The mayfield skull clamp was not returned for evaluation as the customer advised that the reported issue was an oversight and the unit was put back into service. Lot number information has not been provided; therefore, manufacturing records could not be reviewed. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an xxx-mayfield skull clamp moved after the case started. No patient injury or surgical delay has been reported. Additional information has been requested.